Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the tiem of this report.

Event description:
The customer alleges that the item packaging represents size 7.00, however the et tube size 7.5 is in the packaging. No patient involvement.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported compliant. The customer returned one sealed package of v5-10314. Visual examination of the returned et tube revealed that the label indicates that the et tube is a size 7.0 which is correct for the product code. The et tube packaged within the pouch is marked as a size 7.5. The inner diameter of the et tube was measured using calipers. It was confirmed that the et packaged in the pouch is marked correctly on the tube and is a size 7.5. The reported complaint of the incorrect size et tube packaged in the pouch was confirmed based upon the sample received. The pouch was correctly labeled as a size 7.0; however, the et tube packaged within the sealed pouch was confirmed to be a size 7.5. Therefore, the potential cause of this complaint issue is packaging related. A nonconformance has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the item packaging represents size 7.00, however the et tube size 7.5 is in the packaging. No patient involvement.